Manufacturer narrative:
The initial MDR 2517506-2017-00045 was filed on january 13, 2017. Additional information (02/21/2017): a siemens headquarters support center (hsc) reviewed the event. Hsc did not find any indication of reagent delivery or foaming issues based on the review of the result monitors. Hsc stated that conical sample tubes are not approved for use on the vista instruments. The cause of the discordant, falsely depressed urine enzymatic creatinine results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The ccc reviewed the data. The data showed quality control was in range at the time of the event. Siemens is investigating the event.

Event description:
Discordant, falsely depressed urine enzymatic creatinine results were obtained on a patient sample on a dimension vista 1500 instrument. The initial results were not reported out to the physician(s). The customer repeated the same sample on the same instrument, resulting depressed. The customer repeated the same sample on an alternate instrument, resulting higher. The alternate instrument result was released to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed urine enzymatic creatinine results.